Event description:
It was reported that a pump displayed a malfunction code. There was no adverse impact to the customer's blood glucose level as it remained below 500 mg/dl. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction was observed after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.